Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 20233, it was reported by a sales representative via email that (2) ar-9662-r central post, an ar-9660-r central post extractor, and an ar-9658-r glenosphere distractor broke. This was discovered during a procedure. Additional information received on 8/15/20203: this occurred during a revision surgery on 7/12/2023. The patient developed an infection, and the mgs baseplate was removed. Both ar-9662-r central post broke when using a reamer to ream over the post that disengaged from the baseplate during the removal. The reamer did not fit over the post and burned the tip. The ar-9660-r central post extractor broke when the surgeon tried to mallet the removal tool out after it was screwed in; it snapped and broke. The distal tip of the ar-9658-r glenosphere distractor bent when the glenosphere and baseplate. The surgeon used instruments from another manufacturer to remove the remove augment post. Additional information received on 8/23/2023: the original procedure was performed around two years before the revision surgery took place. The patient suffered a fall and developed an infection, which was discovered during the second post-operative office visit. The infection was treated, and the patient improved, but worsened later. All of the arthrex products that were implanted during the original procedure were explanted during the revision surgery. At this time, it is unknown the part number for all the explanted products.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.